Event description:
The manufacturer received information alleging a ventilator's screen turned black during use. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, the alleged malfunction was confirmed but further investigation needs to be done. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen turned black during use. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, the alleged malfunction was confirmed but further investigation needs to be done. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Confirmed that the screen saver was set at respiration. When the screen saver is set at respiration and keys are not operated for 5 minutes, the screen is displayed in black and only the respiratory indicator and manometer become viewable. Confirmed that no error indicating a device failure had been recorded in the error log. In addition of the above evaluation, since peeling of keypad surface was confirmed, keypad was replaced. The exhaust fan assembly, 43 micron filter were replaced to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.